Event description:
Pt reports non-hodgkins lymphoma on her annual bifs (breast implant follow-up study) questionnaire. This event cannot be investigated as medical release cannot be obtained from the pt. This file is for the right side. See MFR 2024601-2013-00551 for the left.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma for pts in the core study in the labeling for silicone implants.